Manufacturer narrative:
This product is registered as a combination product. Concomitant product with unknown therapy date: tendril MRI lpa1200m/58 lead. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07901. It was reported that an asymptomatic patient presented to a follow-up in clinic with their atrial and right ventricular leads exhibiting episodes of noise. Both leads were explanted and replaced on (B)(6) 2020. Patient was discharged after the procedure ended.

Manufacturer narrative:
A complete lead was returned in 3 pieces measuring 7.3cm from the connector pin, 8.0cm from the middle portion, and 33.8cm from the distal end. Insulation degradation was noted at 7.1cm from connector pin.